Event description:
It was reported that a caregiver observed the ilet managing glucose from approximately 220 mg/dl down to about 75 mg/dl, with review indicating missed meal announcements after being advised they were unnecessary; no device alerts occurred, and additional training was scheduled to address meal announcement use. Symptoms included no reported clinical symptoms. Outcomes included no outside assistance and no medical intervention. Investigation included review of available device data and user interaction practices related to meal announcements. Investigation of this case revealed user-related use error associated with missed meal announcements, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user not performing required meal announcements, for which training was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.